Event description:
A pt had an intervention through a 6 fr. Arterial access sheath. A 6 fr. Venous was also placed at the same time. After ptca, the physician used a closer tsl 6fr. And achieved arterial hemostasis. Three hours after the procedure, the venous sheath was removed. Blood from the venous site was observed as pulsatile. The site was compressed for 30 minutes. 6,000 u heparin was administered one hour after this compression and the pt was placed on bed rest for 7-8 hours. The pt began complaining of "pressing pain" at the puncture site and a hematoma was observed. Two days later, a shunt sound was observed. A pseudoaneurysm was confirmed under echo and compression was applied for 15 hours. This effort was unsuccessful at repairing the pseudoaneurysm so it was ligated. No av fistula was observed. The pt was reported as having no further injury. Perclose contacted the distributor regarding this case and consulted with an in-house physician. It was determined, from the evidence presented, that the venous sheath was inadvertently placed in the femoral artery.